Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
F10: patient code 3191 = aortic aneurysm h10: additional manufacturer narrative: updated sections b5, b7, f10 (patient code) aortic dissection occurs as a result of a tear of the inner layer of the aortic wall. It may occur spontaneously or as a complication of cardiac surgery involving a diseased aortic root. It results in blood flow through a false lumen instead of the intended true lumen and may compromise blood flow through the coronary arteries as well as aortic valve function. It is a life threatening condition that requires urgent intervention. There may be events in which a valve is emergently placed as a result of an aortic dissection. In this case, the patient required aortic graft replacements and a redo avr due to unknown reasons. The root cause remains indeterminable. Attempts have been made to obtain for evaluation. The subject device was not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of four (4) years, one (1) month due to unknown reason. The patient had residual type a aortic dissection with embolization from the arch. The patient underwent total arch replacement. The explanted aortic valve was replaced with a 23mm 11500a aortic valve. It was also noted that an ascending aortic aneurysm repair was performed. The patient tolerated the procedure well and was returned to the ICU in critical but stable condition. The patient was discharged home on pod #8 in stable condition. There was no allegation of device malfunction.

Manufacturer narrative:
UDI #: (B)(4). Multiple requests for additional information and for product return have been performed. The healthcare provider has not returned the explanted valve or provided any additional information at this time. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a 21mm 3300tfx aortic pericardial valve was explanted after an implant duration of four (4) years, one (1) month due to unknown reason. The explanted valve was replaced with a 23mm 11500a aortic valve. It was also noted that an ascending aortic aneurysm repair was performed. No other details were provided.